Event description:
In 2003 pt underwent gastric bypass procedure with implantation of device for staple line reinforcement. Six days later, pt underwent exploratory laparotomy with repair of anastomotic leak at the j-j junction. Pt experienced extended ICU stay with dependency upon ventilator. Pt status: fully recovered.